Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) did not alert after nearing the end of battery life. It was noted the physician performed a device check and observed the device needed to be changed. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Correction: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.